Event description:
Customer called to report a potential false negative patient result while utilizing the aries sars-cov-2 assay. Aries run 1: sars-cov-2 negative. Cepheid xpert xpress run 1: sars-cov-2 positive. Cepheid xpert xpress run 2: sars-cov-2 positive. Customer tested the patient sample on the aries instrument on (B)(6) 2022 on module a and received a negative result. When the customer went to confirm results using cepheid xpert xpress assay, test results came back positive both times. Repeat testing was performed on the same sample.

Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.